Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed the analog pcb assembly for further examination.  Physio determined that the cause of the reported issue was that a hybrid layer capacitor (hlc) battery, designator bt2, could not maintain a charge. The customer was provided a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it powered off by itself after delivering a test shock.  As a result, defibrillation therapy may not be able to be delivered.